Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. The exact cause of the reported event of the teflon pad coming off, could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue and a part of it was torn. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. From the past case, it is likely the error occurred by the following mechanism: contact to non-insulated area of jaw: 1. Since ultrasonic waves were output in a state where nothing was gripped on the gripped portion (including after the tissue was cut), the tip portion of the tissue pad was worn and a part of the tissue pad was peeled off. 2. The probe and the non-insulated area of the grasping section became in contact with each other. 3. Output was performed under this situation, an error occurred. Contact to another instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, we presume that an error occurred. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and to correct information provided on the initial report. The following sections were updated and/or corrected: d4, d8, d9, g3, g6, h2, h6, and h10. Thunderbeat handpiece tb-0535fc, lot# kr912098 imprinted on its handle, was returned for evaluation due to teflon pad separated. Visual inspection was performed on the distal end found dried tissues and charred stains consistent with use. The ptfe pad (teflon pad) is severely worn, curled up at mid section exposing non insulated metal of the jaw, and has one small partial split on the side , but not suspected to be missing. The gold insulation is intact. Noted the probe also found to have charred stains due to thermal damage. However, the shaft is straight; the wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was then attached to our test generators usg-400/esg-400 and a probe check was performed; the device passed the probe check, and both switches are functional. The device also generated the high frequency output during seal&cut or seal mode inspection with saline soaked tissue.

Manufacturer narrative:
This event is currently under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported that during a laparoscopic hysterectomy, the teflon pad came off of the thunderbeat handpiece. The customer further reported the procedure was completed and there was no harm to the patient.